Event description:
Caller reported a malfunction on pump with a displayed malfunction code. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and no further malfunction was reported after resetting. Customer was advised to continue using the pump and to contact support again if the issue reoccurs.